Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 7.0 mmol/l. The customer reported that when wanting to give bolus and numbers starts rumbling up. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. The insulin pump had minor scratched display window, cracked reservoir tube lip and missing the end cap sticker.